Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced refractory peritonitis. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized (for an unspecified reason). Treatment for the event was not reported. On an unreported date, pd therapy was discontinued, and the pd catheter was removed. At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
B5: it was reported that the peritonitis was manifested by cloudy effluent. The cause was due to an exit-site care noncompliance and signs of infection at transitional site were left untreated. On the same day as onset, the patient was hospitalized was treated with cephalosporin (for 8 days). Pd catheter was removed after two weeks from the onset of event. After three weeks, the patient recovered from the event and was discharged from the hospital. Based on additional information received, the unknown baxter pd disposable was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.